Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
The customer reported the device needs calibrating as the readings don't seem to be correct. No patient impact or consequences were reported.

Event description:
The customer reported the device needs calibrating as the readings don't seem to be correct. No patient impact or consequences were reported.

Manufacturer narrative:
The returned device was evaluated. During evaluation the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. No product performance issue identified related to spo2 and pulse rate. The unit was determined to be functioning as designed.